Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was noted that the battery cap could not be removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/1/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump black box revealed no evidence of a ¿no power¿ event. The battery cap was found to be damaged. The battery compartment was found to be cracked in the thread area and below the grip pad. The battery compartment threads were damaged. The battery cap top was found to be worn and the battery cap contacts were not within specifications. Due to damage, the battery cap would stick and it was difficult to remove. All testing was performed with a test battery cap. The pump was exercised with the test battery cap for 24 hours. There were no reboot, loss of power or call service alarms duplicated. Unrelated to the original complaint, there was evidence of moisture contamination inside the battery compartment. A leak test was performed and showed a leak at the battery compartment crack. Additionally, the pump powered on with the test battery cap to a dim and discolored display.